Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operating line of intra-spinal canal anesthesia downlink lower uterine segment, on a patient diagnosed with fetal distress at 40 weeks of pregnancy. The suture was used to sew the uterine serosa layer. But after cutting down the sutures it was noticed that some of the sutures were broken closed to the womb knot on the right side. The suture was immediately replaced with the new suture and was sewn to stop the bleeding.